Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the jaws closed, half way fired and with a little piece of gauze between the jaws. The device was open forced to remove the gauze. Upon removed of the gauze it was noted that the upper jaw was bent at the distal side. The device was connected to the generator and it was recognized. Due to the jaw was damaged not all functional testing could be performed with the generator. No issues were noted with opening and closing of the jaws once the tissue was removed. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that prior to an unknown procedure, started during function control it wasn¿t possible to open the jaw. Pledget stayed in the jaw. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.